Event description:
The patient did not present with any problems when he came in for the visit; he was just coming in for a pump refill. It was discovered that hcp (healthcare professional) had not updated the reservoir volume from last visit after the refill and then it was found that the concentrations and bridge bolus information needed to be updated as well. The situation was rectified with reprograming. The patient did not have any symptoms or issues because of the errors. To this reporter¿s knowledge ¿all was well with the patient¿.

Manufacturer narrative:
Concomitant products: product ID 8840, serial # unknown, product type programmer, physician; product ID 8596, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Event description:
At the pump refill, the drug concentration and dose were entered incorrectly. The pump was programmed as lioresal 695 mcg/ml at 695 mcg/day; the dose was entered for the concentration and the concentration was actually supposed to be 609.88 mcg/ml ¿or somewhere c lose to that.¿ it was determined that with the pump running with that programming, the patient was actually getting 609.88 mcg/day rather 695 mcg/day. The patient had ¿more control¿ as a result of the incorrect programming. The prialt was also entered incorrectly; it was programmed as 8 mcg/ml at 8 mcg/day. On the date of this report, the pump was reprogrammed correctly. They were planning to increase the daily dose to approximately 698.02 mcg/day and the prialt was changed to 8.75 mcg/ml at 10 mcg/day. The outcome of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.